Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. There were no complications reported and patient was in good condition.